Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported implant placement oi site (ada #5 in the mouth) was placed in type ii bone. Clinician reported an infection, pain, inflammation and insufficient bone quality/quantity. The site was grafted. The device will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported implant placement oi site ((B)(6) #5 in the mouth) was placed in type ii bone. Clinician reported an infection, pain, inflammation and insufficient bone quality/quantity. The site was grafted. The device will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)